Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with injection reflin (1 gram, frequency and route not reported) and injection fortum intraperitoneally (1 gram per day for one bag) for the event. Outcome of the peritonitis was not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 2 of 3 involved in this event.